Event description:
Information received indicates, the ground loss light was flashing.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a debridement of the middle ear on (B) (6) 2010. The device was explanted on (B) (6) 2010, there are plans to re-implant in the future at an unspecified date.

Event description:
Per the audiologist, the patient was seen by the physician who observed a ¿polyp¿ on the tympanic membrane of the implant side. The patient was given prescription drops (type not reported) however this did not alleviate the issue. The patient underwent surgery for removal of the cholesteatoma. The patient experienced a decrease in performance after the surgery occurred.

Manufacturer narrative:
(B) (4) : implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the patient was re-implanted with a new device on (B)(6), 2010. Post-operative testing demonstrated a lack of auditory percepts. The implanted device remains. The patient was implanted on (B)(6), 2010 with a new device on the contralateral side. (B)(4).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.